Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device was requested for return but was not available.

Event description:
The customer complained of a discrepant glucose result for an infant patient from an accu-chek inform ii meter. At 12:14 the patient's glucose result from the meter was 31 mg/dl with a heelstick. At 12:31 a laboratory sample was collected and the glucose result was 63 mg/dl. At 12:51 patient had a laboratory sample collected and the glucose result was 66 mg/dl. At 13.34 the patient's glucose result from the meter was 29 mg/dl with a heelstick. At 14:31 the patient's glucose result from the meter was 27 mg/dl with a heelstick. At 15:29 the glucose result from the meter was 27 mg/dl with a heelstick. There was no allegation of an adverse event. The patient was not treated with any medications. The patient's condition was unknown. The patient has no health history, no medication list, and no medical devices. The patient has no changes in diet, exercise, or medications. The qc was performed on the day of the event. The suspect product was requested to be returned for investigation. The test strips were no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention material complies with specification.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer meter serial number (B)(4) was returned for investigation. The meter was tested with a retention battery, retention strips (lot 476119), and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 37, 36, 37 mg/dl, level 2: 294, 302, 296 mg/dl. All returned results were within the acceptable range. No information was provided that would point to a cause for the result discrepancy.